Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the protective sheath could not be removed at all from the 3.5 x 20 mm nc trek balloon catheter. The device could not be used. Another nc trek was used without issue. There was no clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual, functional and dimensional inspections were performed on the returned device. The difficulty to remove the sheath was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulty to remove of the protective sheath.